Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report the gripper actuation issue. It was reported during preparation of the clip delivery system (cds), one gripper arm did not fully lower. The cds was not used and there was no patient involvement. No additional information was provided.